Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a notifier for non-sustained right ventricle oversensing. Review of the stored electrograms revealed that the right ventricular lead exhibited episodes of lead noise. All lead measurements were stable and in range. The noise could not be reproduced in clinic. The lead will continue to be monitored and the possibility of a lead revision was discussed.